Event description:
Ventilator supplied to pt for home use. Pt had private duty nursing from another co 16 hrs per day. During the 8 hrs nursing not present, pt was found deceased. When equipment was assessed by respiratory therapists, it was found to be in another mode. This mode was different from last documented visit 2 weeks prior. Unit impounded / available after release.